Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow-up, it was noted that there was an increase in capture threshold that resulted in a loss of capture and r-wave amp variation on the right ventricular (rv) lead due to rv lead dislodgement. During the replacement procedure, it was noted that the helix would not extend from the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.